Event description:
It was reported that "the arthroplasty was revised, due to polyethylene wear and osteolysis. The acetabular components and femoral head were revised; however, we only retrived lot numbers for the acetabular insert. The components were implanted in situ for 14.9y. The patient presented a ucla score of 2, three months prior to revision surgery and a maximum ucla of 6 since implantation."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.